Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A gradual deterioration in the quality of sounds perception over the past two years has been reported. Re-implantation is considered but not scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A gradual deterioration in the quality of sounds perception over the past two years has been reported. Re-implantation is considered but not scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A gradual deterioration in the quality of sounds perception over the previous two years has been reported.the user has been re-implanted on (B)(6) 2022.

Event description:
A gradual deterioration in the quality of sounds perception over the previous two years has been reported. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received for investigational purposes yet. If the device is received in the future, the case will be re-opened and the device investigated.